Event description:
It was reported that during an unknown procedure, the device's balloon broke after the doctor filled it with 4.0 cc of saline, according to the medical report. Unknown how the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned device had a cut in the balloon. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The devices are tested twice during production, first after tip assembly and again prior to packaging. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.